Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not working at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use with evidence of blood were observed on the tool jaws. The silicone boot insulation on the jaws and the heater wire on the hot jaw appeared intact. No visual defects were observed. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply at level 2.5. The device failed the pre-cautery test; it did not produce visible steam during several activations over a period of 10 minutes but shut off when the toggle was released. The pre-cautery test was repeated 5 times while the cable connections were manipulated with the same observed failure. The tool handle was opened to evaluate the internal switch. The switch was examined under microscopy. No residue or contamination was seen on the switch. No visible defects were observed to the toggle. An engineering evaluation was conducted. The shaft of the hemopro device was opened. The wires connected to the tool jaws were pulled out of the shaft. It was observed that there was a cut in the insulation of the wire, causing the inner wire to be exposed. Based on the returned condition of the device and the evaluation results, the reported complaint for failure to deliver energy was confirmed. Specific actions for the reported/analyzed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro was not working at all. A replacement device was used to complete the procedure. The hospital did not report any patient effects.